Event description:
While performing a hd [hemodialysis] catheter exchange it was noticed that the stiffeners inside the kit did not have holes that allow for a wire to pass through and advance the catheter into position. Additional supplies were needed so procedure was completed without issue. Supply was a 23cm palindrome heparin coated hemodialysis catheter - ref#: 8888123405p - lot#: 2412000239.